Event description:
Reporter stated that the end-user while in his chair, the bolts in the adjustable seat back sheered in half causing the end-user to hit his head. He was taken to emergency to be examined. There was no serious injury to the end-user.

Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the MFR for eval.